Event description:
Report received indicated customer applied a small skin barrier on (B)(6) 2012 and another one on (B)(6) 2012. She changed her skin barrier once again and noticed at that time a small cut on her stoma from 0900-0600 o'clock; with a small amount of bleeding when she cleansed her stoma or peristomal skin. Pt outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. The batch record review was performed. In process sampling of intermediate sub-assemblies and the finished product was performed and documented where appropriate. Components were approved for use. The batch record review found no objective evidence of discrepancies related to the complaint issue.